Event description:
Bayless medical generator malfunction: probes bad. Probes injected into patient's 14/5 disk on the right side and 14/5 disk on the left side neural foraminal area. Did not function. Had to be removed. Procedure abandoned. Patient given IV ancef pre procedure and po z pack post procedure.